Event description:
The customer reported that the jaws of the device could not be opened. It is unk if they were on tissue at the time. There was no pt injury. The incident sample was discarded by the user.

Manufacturer narrative:
(B)(4). The site has indicated that the incident sample has been discarded. If add'l info pertinent to the incident is obtained, a follow-up report will be submitted.